Event description:
I had been complaining of dry eyes in (B)(6) 2004 which is what they were treating me for a while. I had lasik surgery to correct my vision and stigmatism with dry eye syndrome in (B)(6). My doctor told me that I was a candidate with dry eyes and the fluctuating vision. I asked the doctor were they sure I am a candidate and they said yes, we would just have to be more aggressive with your eyes. Eyes started having severe pain, watery eyes, severe dryness and could not see and they kept telling me I have 20/20 vision. I told them I could not drive, seeing halos at night and was seeing double and vision not clear at all. The doctor made a mistake on my right eye and re-did my right eye on (B)(6) 2005. I was still having problems and my eyes were hurting all the time and extremely dry and I had no idea what was going on with me. I continued to go to the doctor and they kept telling me I had 20/20 vision in (B)(6) 2005. They refused to believe that I could not see. I asked for at least an eye glass prescription for my eyes because I could not see or drive and I was running into other cars and getting traffic tickets because I was not seeing the signs. My current doctor was avoiding me so I was seeing other doctors, I guess he didn't believe that I could not see and the pain I was having. He made sarcastic remarks and was not helpful at all. I called the eye doctor's office in (B)(6) 2005 and couldn't' get anyone to call me back immediately because I was in pain and my eyes running watery and I could not see. My boss, a commission corp officer in the medical field advised me to go to another doctor asap because they are not taking care of my eyes and I was looking really bad. I went to another eye clinic that didn't advertise and the doctors were shocked at what they saw. I had three doctors and two techs. The surgeon came in and said they will have to do surgery immediately to save my eye sight. They explained that my epithelium was sloughing off. Once they proceeded to touch the epi to do a diamond polish, my epi came off with the surgeon barley touching my left eye. He said if you have any problems, I will come in on sat or sunday and gave me his cell. Second diamond polish for right eye in (B)(6) 2005 and 3rd for left eye (B)(6) 2005. Once the doctors realized that I would keep having recurring erosion, they said for me to go to a corneal specialist because in order for the diamond polish to work, they would have to do it old school and put holes in my cornea for the epi to stick and they did not want to do that. I went to cornea specialist on (B)(6) 2005 and I had a bandage lens from my last doctor. The cornea specialist wanted to see if my epi will heal and recommended for me to have ptk procedure in both eyes. I have been treated with vigomox, lotomax, restasis, ointment, smoothe/systane, tears preserve, doycyclenantiboic and other lubricants to keep my eyes moist. Went to public safety to change address and c class and take care of ticket for sign I did not see, I couldn't read the letters and failed the test - (B)(6) 2005. One of the ptk procedures on (B)(6) 2006 of left eye and I did the other in right eye the later part of 2006. I do not sleep well at night because my eyes are very dry and my epi sticks. I'm constantly lubricating my eyes and going to the doctor. I have been going through this until now and I am doing better with my sight. I still have the symptoms of pain, blurry vision, and erosions. Some days are better than others and this has been the horror of my life and almost losing my fed job because of it, they wanted to terminate my federal employment of a job for (B)(6) that I have been working for 9 1/2 years. I was blessed to get out in time before they terminated me with an attorney. I never had any problems with my work productions and always rated outstanding or excellent. I have not received any relief from this ordeal and trying my best to keep a federal job to take care of my family as a single parent. The doctor that did this doesn't want to take responsibility and thinks he's god, very sarcastic doesn't care about the pt conditions or listens, he's only about profit. I'm still suffering and tired of going through the agony and this may be for the rest of my life with the symptoms. My doctor can't tell me anything. Eye exam - (B)(6) 2006 left eye, ptk procedure - (B)(6) 2007 right eye. Seeing cornea specialist on (B)(6) 2007 - present for follow-ups/erosion.